Manufacturer narrative:
The description of event and the logfile were assessed. Based on the analysis it can be concluded that the device detected a temporarily deviation between the specified and the actual displayed image (single pixel sum deviation (error code 02.02.003)). The external flow value was invalid for an unknown reason. In the frame of investigation, it was not possible to identify why this value has not been accepted. The device reacted to this malfunction by initiating a warm start to solve the issue. During a warm start the screen is switched to dark, and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. There was no patient injury reported. The service technician replaced the ac/dc power supply unit as a precaution. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
Reported vent fail.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
Reported vent fail.